Event description:
It was reported that during a da vinci prostatectomy procedure, a wire was identified as being loose, but not broken on the prograsp forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was loose at the distal clevis hub. Both cable crimps remained in the clevis and frayed damage was found on the cable. The housing was removed and the pitch cable was found derailed at the clamping pulley, but no loose clamping pulley screw was found. Failure analysis investigation also found the following additional damages to the instrument: the instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the tube abrasions, could likely cause or contribute to an adverse event if the failure mode were to recur.